Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on unknown date, the patient underwent a revision procedure of a tomofix opening wedge nail tibial osteotomy due to non-union. Originally, the patient was implanted with a tomofix osteotomy system on (B)(6) 2019. The tomofix plate, five (5) locking head screws and one (1) cortex screw were explanted and a new plate and screws were put in with the same plate and screws. It is unknown if there was a surgical delay during revision. Patient and procedure outcome was unknown. This complaint involves seven (7) devices. This is 4 of 7 for report (B)(4).